Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers gd881417 and gd879908 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report from the USA of peritonitis with culture positive for e. Coli in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). During a call to baxter customer service, the consumer reported the following. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same day. The cause of the peritonitis was unknown. Treatment for the peritonitis was not reported. On an unreported date, dianeal therapy was withdrawn and the patient was transferred to in center hemodialysis. The patient's pd catheter has been pulled and she may come back to pd after 8 weeks of recovering. At the time of this report, the patient was recovering. The reporter stated that the event of peritonitis with culture positive for e. Coli was unrelated to dianeal therapies.